Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company rep regarding a patient receiving unknown medications via intrathecal infusion pump for spinal pain. It was reported that the rep was contacted by the patient on the evening of (B)(6) 2020 and told that the patient was admitted to the hospital earlier in the day. It was reported that the patient was rather incoherent and difficult to understand. The patient¿s family member was contacted, and they reported that they patient had a refill on (B)(6) 2020 and that prialt was added. Following this addition, the patient had some hallucinations. It was reported the patient was taken to the hcp office on (B)(6) 2020 and the pump daily dose was decreased. It was reported that on (B)(6) 2020 the patient was admitted to the hospital for ¿mental health¿ situation. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics were performed. It was reported that the rep contacted the hcp on (B)(6) 2020 and the secretary was aware of the patient visit on (B)(6) 2020 it was unknown if the issue had resolved. The patient¿s status was alive with no injury. No further complications were reported. Additional information was received from the rep. The rep contacted the hcp about the patient this week. It was reported that the patient remains in the hospital. It was reported that the hcp didn't know what was going on with the patient. The rep had no further information.